Event description:
It was reported that a patient underwent a hysteroscopy, dilatation and curettage, and an endometrial thermal ablation in 2008. Five days later, the patient made an office visit and complained of cramping and serous vaginal discharge. The surgeon made a possible diagnosis of endometritis. The patient was given zithromax z-pack. The following month, the patient experienced first menses with cramping and heavy bleeding. Ten days later, the patient visited the emergency room for severe abdominal pain. In addition to the ultrasound, blood work was done which were unremarkable. In early 2009, the patient experienced severe menstrual cramping and pain but no flow and went to the emergency room. An ultrasound found an enlarged uterus filled with menses and blood. The patient was diagnosed with hematometra. The patient admitted to the hospital for observation for twelve hours then scheduled for surgery to dilate the cervix, however, prior to the surgery, spontaneous opening of the cervix occurred and menstrual flow occurred. The patient was discharged on percocet and ibuprofen for pain. Lupron was also prescribed to prevent further build up of menstrual flow. The patient's current status is stable.

Manufacturer narrative:
(Cramping occurred), (hematometra occurred) - conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.